Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03772. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with anterior and posterior colporrhaphy, paravaginal defect repair, sacrospinous ligament fixation, and cystourethroscopy.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation, the patient experienced pain, bleeding, infections, urinary and bowel disturbances, dyspareunia and vaginal scarring. Urinary disturbances; bowel disturbances; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.